Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated a customer allegedly experienced diabetic ketoacidosis on (B)(6) 2021 early morning. A blood glucose value of 350 mg/dl was recorded at time of event. The customer alleges that their insulin pump did not administer a bolus with auto mode enabled overnight. The customer declined to troubleshoot and plans to share carelink data. No medical treatment requiring intervention was reported; customer administered correction bolus from insulin pump at time of event. No product is expected to return.